Event description:
A customer contacted beckman coulter (bec) reporting that the coulter hmx autoloader analyzer (115v) generated erroneously low white blood count (wbc) patient results. The affected samples were sent to the reference laboratory for further testing and confirmation of the wbc results. Results from the reference laboratory were reported out as correct. The erroneous results were not reported out of the laboratory. Sample print outs were requested for review but were not provided by the customer. The customer requested on-site service to evaluate the instrument since zapping the apertures did not correct the issue. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse reported that five (5) samples had erroneous wbc results (wbc results ranging from 0.0-0.1); sample print outs were requested for review but were not provided. The fse found a plugged wbc aperture. The fse cleared the aperture and verified instrument operation. The failure mode is related to a plug in the wbc aperture.